Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the overlay tubing of the lead was extrinsically melted but not breached and the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d284trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 419478, implantable pacing lead, implanted: (B)(6) 2009; 5076, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had delivered a shock to the patient resulting in a visit to the patient's physician. During the clinic visit the device triggered the lead integrity alert (lia) warning. The clinicians determined the shock to be inappropriate due to oversensing caused by right ventricular (rv) lead fracture noise. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.